Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for evaluation. Based on the results of the investigation, olympus confirmed that foreign objects were observed within the air/water cylinder, tube, and jet tube. The material was identified as silicone-based residue/deposits, which may be associated with the use of silicone-containing products such as simethicone or silicone/oil-based lubricants that can remain within the channels even following reprocessing performed in accordance with the instructions for use (IFU). Simethicone and petroleum oil/silicone-based lubricants are non-water soluble and are not recommended for use by olympus. Although a definitive root cause could not be established, the probable cause of the observed residue was determined to be a known inherent risk associated with the use of silicone-containing products. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During the device analysis, the field service engineer identified that the device exhibited foreign objects within the air/water tube, cylinder and jet tube. There was no patient involvement.